Event description:
It was reported by the healthcare professional (hcp) that this right ventricular (rv) lead exhibited a low amplitude measurement. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.